Manufacturer narrative:
E: (B)(6) hospital. Phone: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that there was a low source gas volume issue, and a 1203 "low leak-co2 rebreathing risk" alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. Per previous good faith effort (gfe) response, the authorized service provider (asp) engineer found that the gas delivery system (gds) needed to be replaced. A service quote for repair was sent to the customer for approval. Investigation is ongoing.

Manufacturer narrative:
The customer called technical support to report there was a low source gas volume issue, and a 1203 "low leak-co2 rebreathing risk" alarm error occurred. The authorized service provider (asp) engineer found that the gas delivery system (gds) needed to be replaced. A service proposal for repair was sent to the customer for approval. Per follow-up gfe response received 26dec2024, the asp engineer checked the air flow sensor and ultimately ordered the replacement flow sensor assembly for repair. After the flow sensor assembly was installed, the asp engineer verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.